Manufacturer narrative:
1. DHR/bhr review (lot#3052735): 1) this batch of products were assembled at intima ii auto line 2 in april 2023, and packaged at r240 package line in april 2023. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No actual samples and pictures have been received, and the status and composition of the dirt cannot be determined. 3. Check the retained samples of this batch, no foreign matter is found, please see attachment for the check report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained samples. No similar complaints have been received from other hospitals regarding this batch of products. As no defective sample returned, the source of the dirt in the indwelling needle cannot be determined, and the plant will continue to monitor such defects.

Event description:
On (B)(6), 2023, when the nurse of the infectious disease ward of our hospital was preparing to use the closed intravenous indwelling needle produced by suzhou bidi medical equipment co., ltd. To indwell the patient, she found that there was dirt in the indwelling needle and must be replaced with a new indwelling needle. The above conditions affect the work of medical staff and the treatment of patients.

Event description:
On (B)(6) 2023, when the nurse of the infectious disease ward of our hospital was preparing to use the closed intravenous indwelling needle produced by suzhou bidi medical equipment co., ltd. To indwell the patient, she found that there was dirt in the indwelling needle and must be replaced with a new indwelling needle. The above conditions affect the work of medical staff and the treatment of patients.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.